Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient started leaking several days prior and had kept leaking. No falls or traumas were noted the onset of symptoms was noted to be gradual. The patient called in because they were unable to get the therapy screen to come on their programmer. During the call, the patient was able to get to the therapy screen and increase stimulation so they could feel it. It was later reported on (B)(6) 2014 that patient was getting 50% or greater symptom reduction. The cause of the event was determined and was related to device. There was no reprogramming needed. It was noted that impedances were ¿off after fall¿ when checked in the health care provider¿s office on (B)(6) 2014. The patient experienced a gradual loss of therapy and gradual loss of stimulation. The patient recovered without permanent impairment. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v260951, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).